Manufacturer narrative:
Reported event: an event regarding loosening involving unknown gmrs femur and tibia implants was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: insufficient medical records (undated x-rays) were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that both sides femur and tibia implants were revised in 2018 for aseptic loosening. The exact cause of the event could not be determined because insufficient information was provided. Additional information including product details, operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the 2018 revision.as per pss implant request: mechanical loosening of right knee. Patient had a giant cell tumor which resulted in a distal femoral fracture, treated with a gmrs distal femoral replacement in 2016. Both sides (femur and tibia) were revised in 2018 for aseptic loosening. Tibia was revised again in 2020. Now femoral component is loose while tibia remains well fixed.